Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was grinding. Therefore, the reported condition was confirmed. It was further observed that the device did not secure the burr device. The assignable root cause was determined to be due to worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wearout. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device made a grinding noise when in use with the electric pen drive device. During in-house engineering evaluation, it was observed that the device did not secure the burr device. The event did not occur during surgery. There were no delays in the surgical procedure as identical spare devices were available for use. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.